Event description:
It was reported that during the trial procedure, the patient experienced pain at the insertion site of the trial leads. The patient was given post operative medication without relief. The patient underwent an early lead pull. The explanted product will not be returned due to hospital policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7222629.